Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system exhibited no capture at 7.5 v on the right ventricular (rv) lead. The impedances were within normal range and the physician suspected the loss of capture was due to a lead position issue or micro dislodgement. Subsequently, a revision procedure was performed and this rv lead was explanted and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.